Event description:
Information was received that a smiths medical level 1 hotline disposable administration sets leaked. Believed the leak was from a loose connection. Turned it off removed and replaced the warmer tubing. Later it was discovered there was a large amount of very bloody fluid coming out of the top of the water reservoir. Immediately stopped the infusion. Removed the warmer and tubing from service and replaced with new. Patient is being monitored for infection. No adverse patient effects were reported.